Manufacturer narrative:
Investigation report: PMA/510k: similar product to 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a unknown date. Confirmation pcr testing was performed at a government health center and generated negative results. (CT value: 40). Nasal sample was used for both tests. No additional patient information, including treatment and outcome, was provided.